Event description:
It was reported that the patient presented to the ER after receiving a shock due to oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted. The patient will continue to be monitored.